Event description:
It was reported that for the past 6-8 weeks the patient had increased pain and spasticity to the lower extremities. The patient had been taking oral baclofen since the first week of (B)(6) 2014. On 2014 (B)(6), a catheter access port (cap) dye study was performed. During the study, the catheter was unable to be cleared resulting in an unsuccessful dye study. The patient was to be scheduled for surgery to have the catheter replaced. Patient outcome was unknown at this time. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8598, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
Additional information indicated that there was a failure to aspirate and that the catheter malfunctioned at an unknown location. It was reported that multiple dose adjustments were made. The patient had reportedly not recovered and the symptoms/issues were ongoing. The patient was awaiting revision on 2015-(B)(6). If additional information is received, a follow-up report will be sent.